Event description:
It was reported that a beta bionics ilet user would like to return the device due to not fitting their lifestyle and they had a hypoglycemic episode. There was no further information was provided upon follow up with the user.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.